Manufacturer narrative:
Date of event was approximated as no event date was reported.

Event description:
It was reported that a foreign object was noted inside device packaging. A 6f guidezilla ii guide extension catheter was selected for use. During preparation, when the device was unpacked, a foreign object was noted inside the packaging. It appeared to be a small black object inside the sterile package. The procedure was completed with the original device used. No patient complications were reported.

Event description:
It was reported that a foreign object was noted inside device packaging. A 6f guidezilla ii guide extension catheter was selected for use. During preparation, when the device was unpacked, a foreign object was noted inside the packaging. It appeared to be a small black object inside the sterile package. The procedure was completed with the original device used. No patient complications were reported.

Manufacturer narrative:
Date of event was approximated as no event date was reported. Device evaluated by manufacturer: the device was returned for analysis. The device pouch was visually and microscopically inspected. The seal of the pouch is open, and the device did not return for analysis. A piece of loose foreign material (fm) was found inside the pouch. Inspection of the remainder of the device presented no other damage or irregularities.